Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty cycler and the patient diagnosis of peritonitis with subsequent hospitalization. However, there is no documentation to show a causal relationship between the liberty cycler and the peritonitis. Additionally, there is no report of a malfunction or deficiency related to this event. According to the pdrn, the peritonitis event was unrelated to dialysis, however, a cause was not determined based on the available information provided. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2018 during follow up for a drain complication, the peritoneal dialysis registered nurse (pdrn) for this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was hospitalized (B)(6) 2018 for peritonitis. The patient was discharged (B)(6) 2018. Additional information was obtained through the pdrn on (B)(6) 2018. The patient presented to the emergency room on (B)(6) 2018 with cough due to the flu, high fever and abdominal pain. The patient was subsequently admitted and diagnosed with peritonitis. According to the pdrn, this was recurrent peritonitis, however, the first peritonitis case (investigated in separate complaint) culture did not grow and therefore cannot be determined if this peritonitis case is a recurrence or a separate event. The patient was started on antibiotic therapy of ampicillin, flagyl, ceftazidime and cefepime (route, dose, frequency and duration unknown). The white blood cell count and pd effluent culture results were not available. Further hospital course is unknown. The patient was discharged (B)(6) 2018 with an antibiotic prescription for three weeks (type, route, and frequency unknown). The patient was seen in the clinic (unknown date) and pd effluent was clear and the patient had no abdominal pain. The patient continues with pd therapy on the liberty cycler. Per the pdrn, the peritonitis was not related to dialysis.